Manufacturer narrative:
A ge service representative performed an onsite investigation. A plug or cable was replaced by the customer. No further repair information is available.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.